Event description:
It was reported that while using bd phoenix panel nmic-306 no growth on panel for enterococcus avium the following information was provided by the initial reporter no growth on panel for enterococcus avium.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
After additional review, the MFR report was submitted in error. This MDR should be considered canceled. The event has been determined to be not reportable for a panel abort.

Event description:
It was reported that while using bd phoenix panel nmic-306 no growth on panel for enterococcus avium the following information was provided by the initial reporter no growth on panel for enterococcus avium.